Event description:
Needle broke off in lower abdomen (medical device complication). Case description: this spontaneous report, reported by a consumer, received from the united states and reported as "needle broke off in abdomen" concerns a female patient treated with novofine 31g disposable needles from 2004 to present for type ii diabetes mellitus. The woman reported that in 2006, a novofine 31g needle broke off in her lower abdomen after administering her insulin injection. When she noticed that the needle was missing from the needle hub, she looked on the floor, but could not find it. She then examined the injection site and was able to see the needle in her abdomen. The woman went to work and four hours later, she went to the emergency room (ER). Two abdominal x-rays were performed while she was in the ER, which confirmed the presence of a needle. She did not receive any treatment in the ER and was discharged that same day with instructions to follow-up with a surgeon. The next day, the woman was examined by a surgeon. He also viewed the ER x-rays confirming the presence of a needle and scheduled surgery to remove the needle. Eight days later, the woman had outpatient surgery under local anesthesia for removal of the needle. She reported that an x-ray was taken of the tissue removed, which confirmed the presence of a needle. The woman was discharged that same day with instructions to follow-up in 10 days for removal of the abdominal sutures. She did not receive any further treatment. The woman reported that the hub of the needle was intact, but that she had thrown it away. She has the needle that was removed from her abdomen and will return it for testing. As of 10/25/2006, the needle has not yet been received by novo nordisk. At the time of the initial report, the event was resolved.